Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. Four guidewires were reportedly involved in a single procedure (referred to as device 1, device 2, device 3 and device 4). Device 1, 2 and 3 were returned to the manufacturer. Of three, device 1 and 2 were fractured (justified as reportable since tip fragments were left in the anatomy) and device 3 remained unfractured (justified as non-reportable since there was no damages that would affect patient health). Device 4 was not returned (justified as suspicious since it could be fractured and fragment could be remaining in the anatomy). This report is about device 4. Investigation of device 4 could not be conducted as it was unavailable. Investigation of the production record could not be performed as lot information was unavailable. Based on the obtained information and investigation outcome, it was presumed that devices 4 got fractured due to rotational force exceeding the product design limit while the tip was trapped by the target lesion; however, details could not be identified since it was unavailable for device investigation. Although device investigation and lot history review could not be conducted, since all the shipped products were inspected in the production process for meeting the product specifications and release criteria, there was no indication of product deficiency. IFU states: [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
Reportedly, during ppi to treat a heavily calcified occlusion in the heavily tortuous and heavily circumflexed popliteal artery, total of four asahi guidewires were detached. Tip fragments were left in the anatomy. No patient health impact was reportedly known.